Manufacturer narrative:
According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. A supplemental report will be submitted if and when additional information is obtained.

Event description:
A coolsculpting treatment provider reported that a patient received coolsculpting treatment may have developed paradoxical adipose hyperplasia (pah).

Event description:
A coolsculpting treatment provider reported that a patient received coolsculpting treatment to the upper abdomen on (B)(6) 2018 using a cooladvantage applicator and developed paradoxical hyperplasia (ph).

Event description:
In addition, a cooladvantage, coolcore applicator was utilized for both coolsculpting treatments.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch # 1. Aware date should have been listed as 6/10/2024.